Manufacturer narrative:
Eval results code: device history review found the prod met specs when released for distribution. Analysis: analysis of the returned prod notes that the non-coronary and left cusps are slightly stiff but flexible, and the right cusp is ver stiff. Moderately thick pannus extends over the inflow margins attachment of all cusps and approx 1mm to 3mm onto all cusps and into all inferior coaptive junctions. Moderately thick pannus covers the outflow rails extending to the margins of attachment and approx 4 to 5mm onto the right cusp and 2mm to 3mm onto the left cusp, reducing the orifice area. Pannus covers all commissural attachments extending over the backs of all commissures and bias cloth. Tan to brown thrombotic appearing host material partially fills the outflow of the right cusp. Radiography shows no evidence of mineralization in the valve. Review of the device history record shows that this valve met mfg specs for prod release for distribution. Conclusion: the gross analysis shows that the structural dysfunction and stenosis were due to pannus overgrowth. Device explanted and replaced without reported adverse pt effect.

Event description:
Medtronic rec'd info that this bioprosthetic mitral valve was explanted due to stenosis, regurgitation, and cuspal stiffness. The leaflets appeared somewhat thickened. The replacement was performed without reported pt complication.